Event description:
It was reported that patient electronic orders were not crossing over to the bd pyxis medstation es device. Because of the issue, the medication / drug that was assigned to the patient could not be dispensed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Updated b.5: describe event or problem for clarity.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing over on multiple stations. A technical support specialist assisted the customer to change the settings and check the recurring admissions box to resolve the issue. The technical support specialist confirmed that a patient appeared on the station with the correct order. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients were not crossing over on multiple stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.